Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump display had missing and stuck pixels that blocked some graphics and text. Customer's blood glucose was 138 mg/dl. Reportedly. Customer continued to use pump for insulin therapy.